Event description:
It was reported by the patient's legal representative that the patient underwent a hip resurfacing procedure on (B)(6) 2007 and subsequently was revised on (B)(6) 2013 due to elevated metal ion levels and alval. This report is based on allegations set forth in patient's notice and the allegations therein are unverified.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This report is based on allegations set forth in patient's notice and the allegations therein are unverified. This is 1 of 2 MDR reports submitted for the same event. See also: 3002806535-2013-00233.